Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported (B)(4) applied because a femoral angiogram was not performed. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, via a 6f sheath, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Femoral angiogram was not performed. Reportedly, the proglide footplate would not retract despite several attempts to open and close the foot plate. The proglide device was removed with increased force and the wall of the artery was lacerated. A third anteriorly placed proglide was used to treat the laceration and hemostasis was achieved. It was reported that the operator is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported foot retraction issue was not confirmed. Difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported foot retraction issue, difficulty to remove and treatment appear to be related to circumstances of the procedure. Reportedly, no angiogram was performed. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. Additionally, the device was removed with the foot open. The IFU states: excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and/or lead to vessel trauma, which may necessitate intervention and/or surgical removal of the device and vessel repair. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.